Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4). This report was mailed to FDA on: 03/18/2011. (B)(4).

Event description:
A surgical tech reported the shunt would not release from the injector. She reported a backup shunt was implanted in the same procedure with no impact or injury to the pt.